Manufacturer narrative:
(B)(4) it was reported that a patient, (B)(6), female, underwent an atrial tachycardia (at) procedure with a smart touch bidirectional suffered cardiac tamponade which required a pericardiocentesis. It was stated that 250 cc fluid was removed from the patient. Upon receipt, the catheter was visually inspected and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. A deflection test was performed and the catheter passed. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tamponade remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
(B)(4). (B)(6). Concomitant products: carto 3 (s/n: (B)(4)). Stockert (s/n: unknown). Cool flow pump (s/n: unknown). Pentaray catheter (catalog: d128208, lot # 17207984l). (B)(4).

Event description:
It was reported that a patient, (B)(6), female, underwent an atrial tachycardia (at) procedure with a smart touch bidirectional suffered cardiac tamponade which required a pericardiocentesis. It was stated that 250 cc fluid was removed from the patient. A pericardial effusion was noticed after procedure (post-ablation) as the patient's blood pressure dropped and effusion was confirmed with transthoracic echocardiogram (tte). The patient was reported to be in stable condition and required one day extended hospitalization. The physician's opinion regarding the cause of this adverse event is that this is only procedure related; however, since the smarttouch catheter was present during this procedure, bwi takes conservative approach and reports this event under the smarttouch catheter. A transseptal puncture was performed by using st jude needle (brk 71cm, catalog # 407200) and the customer used sheath: st jude 8.5fr sl1, catalog # 406849 during the procedure. The customer ablated at 30 - 35 watts throughout the procedure, and temperature in the high 30's (nothing above 40 degrees noted), normal impedances in the 110-120's throughout the procedure. The cool flow pump was set at 30cc/min. No anomalies were found on the catheter during the procedure.